Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. The hcp reported that the patient was getting an MRI taken for an unrelated issue. The patient reportedly had low impedances on comb ination 0-1 on the left ins. The caller did not have an exact value. The hcp was advised that the manufacturer did not advise an MRI with the given impedance information. There were no symptoms reported. No complications or further complications were reported.